Event description:
Boston scientific received information that one day post implant, device migration caused right atrial and right ventricular lead dislodgement. A revision procedure was performed at which time the ra lead was explanted and replaced with a lead model incorporating an active fixation mechanism; rv lead repositioned. No specific adverse patient effects were reported. This device remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.